Manufacturer narrative:
Physio-control further evaluated the available data and determined that the service code logged by the device indicates a short circuit in the therapy pcb assembly, specifically a diode in the h-bridge component, designator cr30, which would cause a portion of the biphasic waveform to be missing, resulting in the "abnormal energy delivery" message to be displayed.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had failed its daily user test. Upon initial evaluation, by the service agent, it was observed that the device had illuminated its service led and had logged an event code in its memory that is indicative of a device failure which could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not evaluated by physio-control. A third-party service agent evaluated the device and verified the reported issue. After replacing the therapy pcb assembly and performing some other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Device not evaluated by manufacturer.

Event description:
A third-party service agent contacted physio-control to report that their customer's device had failed its daily user test. Upon initial evaluation, by the service agent, it was observed that the device had illuminated its service led and had logged an event code in its memory that is indicative of a device failure which could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no patient use associated with the reported event.